Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, the pump exhibited no disposable alarm. It was reported that the customer was unable to check line for air bubbles. No patient injury reported.